Manufacturer narrative:
H6: added type of investigation codes b11 and b13 h11: added the results of the investigation. Investigation summary the device was returned for evaluation. Visual inspection found no issues on the pump. Ischemia: in order to make a cause determination, all clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Vessel perforation: the cause of the injury was not determined due to insufficient clinical details & was not related to impella since it occurred before placing impella. Device history review ==> pump sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that during impella cp support, the patient had the left femoral artery occluded from the impella sheath. A bilateral antegrade sheath was placed for distal perfusion and the patient was placed on venoarterial extracorporeal membrane oxygenation, and the impella cp was turned down to p2. Temp pacer was also removed. Six units of packed red blood cells and four units of plasma were given. Following initiation of extracorporeal membrane oxygenation and blood transfusion, the patient was stabilized and all pressor support was able to be weaned off. Left ventricular ejection fraction appeared to have returned to her baseline. The vascular team was consulted to expedite decannulation and explant. A fixed dose of heparin was given and now on the patient is on standby, pending the operating room. The pump was explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
Additional information was received and d9 was updated with this information